Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had executive processor board error. A getinge field service engineer (fse) stated, confirmed error code 106 in logs. Replaced executive processor board and solenoid control board. Fse could not duplicate issue after repair. Performed a full function and calibration check. Device returned to service operating under OEM specs. It was unknown if there was patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units executive processor board has an error.